Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported after injection with kybella, the patient experienced "necrosis of the skin" (skin necrosis) and "swelling" (swelling). The patient was hospitalized due to skin necrosis and swelling on unknown dates. The physician reported that it may be possible that the patient has lupus disease (not device related). The physician used 4-6 vials of kybella. It is unknown if symptoms have resolved. It is unknown if the kybella skin grid was used.